Event description:
It was reported that, "cup loosened and pt. Dislocated. At revision, no evidence of ingrowth and screw had broken."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.